Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. The cause of the bvvi was unknown. On (B)(6) 2018, the device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of backup vvi could not be confirmed in the laboratory due to a lack of data. Final analysis revealed firmware corruption, which rendered the device unable to be interrogated. The cause of the corruption is unknown. After the product code was successfully downloaded into the device, it was tested on the bench and no anomalies were found.